Event description:
A malfunction alarm was reported by the customer, displaying a code identified as malf 0. There was no reported impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue. The customer continued to use the pump for insulin therapy.